Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) was completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger was unable to power up. The cause for the failure was isolated to a shorted d601 diode on the bedside board. The root cause for the shorted d601 component could not be positively identified. No adverse event resulted from the defective d601 component. The pt rec'd a replacement battery charger/modem.

Event description:
A (B)(6) female pt called zoll customer support to report that her charger would not power up. The pt was issued a replacement battery charger/modem.